Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a ligamentoplasty surgery at the time of impact the device broke. All fragments were removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 02-aug-2024. It was confirmed that the sheath of the device was damaged.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.